Manufacturer narrative:
According to the customer, the nebulizer stopped administering the medication that her daughter takes "daily for asthma". The customer reported that without her medication she was "wheezing and became short of breath" causing her to go to the emergency room. The customer reported that she received another device from the emergency room, and her symptoms have now been resolved. The customer refused to provide additional details beyond what is recorded above. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer stopped administering the medication that her daughter takes "daily for asthma".

Manufacturer narrative:
Update to d4: lot number.